Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
The sternal zipfix opened postoperatively. Medical intervention was required to resolve pt issue.